Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that the device fired outside of the pt without being triggered. Another device was used to complete the procedure. There was no reported pt or user injury.